Manufacturer narrative:
(B)(4). The lot was manufactured from september 9, 2013 - september 11, 2013. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional test was then performed in which the device was observed for leakage after it was refilled and had its luer cap hand tightened. The device was monitored until the following day, and no signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a defective or non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked 5-10ml of fluid into its pouch. This was noted before patient use. The device had been filled with normal saline. There was no patient involvement. No additional information is available.